Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged blank display found on (B)(6) 2021. Device received with blank flashing white display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank flashing white display. Device was cut open to perform visual inspection and found cracked lcd controller electrical board 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay and pillowing keypad overlay. Blank display due to cracked lcd controller electrical board 1.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Insulin pump was not showing any display and red light on the back button. Customer replaced the battery already and got a white screen and it was beeping. Display did not return after insulin pump restart. Customer stated the display was not blank less than 30 seconds. Customer stated insert battery did not display on screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.